Event description:
It was reported by the patient that she underwent a ventral hernia repair in (B)(6) 2008 and mesh was used. She reports that since her surgery, she has had intermittent abdominal pain. She reports that she is unable to exercise and that her stomach now "sticks to her stomach". She reports that she has had a hospital admission for abdominal pain that was related to her diverticulitis per her physician. The surgeon opines that her abdominal pain could be related to the mesh or diverticulitis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.